Manufacturer narrative:
We are unaware of any historical complaints of this nature or how this might manifest. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A generalized complaint in reference to the quality of the cmf and tms products was made by the head of oral health services. It was stated "the plates burn the patients." Additional information was requested but has not been received at this time.